Manufacturer narrative:
Mml reference # (B)(4). Other device explanted: model: 5100; description: reactiv8 implantable pulse generator (ipg); serial number: (B)(6); UDI: (B)(4). Model: 8145; description: percutaneous stimulation lead; serial number: (B)(6); UDI: (B)(4). The result of the tissue analysis was received and reviewed. The information was communicated in german and was directly translated into english. The findings indicated no periprosthetic infection was confirmed. There was no evidence of active, purulent-melting, or specific granulomatous inflammation, and there was no evidence of crystal deposits. The finding was primarily consistent with periprosthetic membranes with polyethylene abrasion and wear-induced. Mainstay medical limited requested a copy of the procedure summary but was unsuccessful due to the patient's privacy. The reactiv8 system was returned for analysis. The out-of-range failure on the left lead was confirmed. Visual inspection observed fractured coils approximately 10 inches below the proximal contact 1. No functional testing could be performed on both leads because they were damaged and cut into two segments. No fractured coil wires were observed on the right lead.

Event description:
The patient was reported to be unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all four electrodes of the left lead had an out-of-range/high-impedance failure. Unrelated to the reported problem, the patient expressed no changes in her back pain and requested an explanation. The clinical specialist turned off the implantable pulse generator (ipg), and the patient discontinued the therapy while waiting for the revision to be scheduled. At the explant procedure, it was observed that the left lead was broken inside the ipg pocket, and there was evidence of tissue reaction/ irritation from lead body wear around the ipg/lead pocket area. There was no report of adverse events or complaints of any symptom of irritation or pain by the patient from the time the device was turned off to the day of the explant. There was no infection noted.

Manufacturer narrative:
Mml reference # (B)(4). Other device explanted: model: 5100, description: reactiv8 implantable pulse generator (ipg), serial number: (B)(6), UDI: (B)(4). Model: 8145, description: percutaneous stimulation lead, serial number: (B)(6), UDI: (B)(4).

Event description:
The patient was reported to be unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all four electrodes of the left lead had an out-of-range/high-impedance failure. Unrelated to the reported problem, the patient expressed no changes in her back pain and requested an explanation. The clinical specialist turned off the implantable pulse generator (ipg), and the patient discontinued the therapy while waiting for the revision to be scheduled. At the explant procedure, it was observed that the left lead was broken inside the ipg pocket, and there was evidence of tissue reaction/ irritation from lead body wear around the ipg/lead pocket area. There was no report of adverse events or complaints of any symptom of irritation or pain by the patient from the time the device was turned off to the day of the explant. There was no infection noted. A sample tissue was taken for further analysis.

Manufacturer narrative:
Mml reference #(B)(4). Other device explanted: model: 5100. Description: reactiv8 implantable pulse generator (ipg) serial number: (B)(6). UDI: (B)(4). Model: 8145 description: percutaneous stimulation lead serial number: (B)(6). UDI: (B)(4). The result of the tissue analysis was received and reviewed. The information was communicated in german and was directly translated into english. The findings indicated no periprosthetic infection was confirmed. There was no evidence of active, purulent-melting, or specific granulomatous inflammation, and there was no evidence of crystal deposits. The finding was primarily consistent with periprosthetic membranes with polyethylene abrasion and wear-induced. Mainstay medical limited requested a copy of the procedure summary but was unsuccessful due to the patient's privacy. The reactiv8 system was returned for analysis. The out-of-range failure could not be confirmed. The leads were received damaged and in segments. Functional testing could not be performed. Visual inspection revealed no fractured coil wires were observed. The implantable pulse generator (ipg) passed functional testing.

Event description:
The patient was reported to be unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all four electrodes of the left lead had an out-of-range/high-impedance failure. Unrelated to the reported problem, the patient expressed no changes in her back pain and requested an explanation. The clinical specialist turned off the implantable pulse generator (ipg), and the patient discontinued the therapy while waiting for the revision to be scheduled. At the explant procedure, it was observed that the left lead was broken inside the ipg pocket, and there was evidence of tissue reaction/ irritation from lead body wear around the ipg/lead pocket area. There was no report of adverse events or complaints of any symptom of irritation or pain by the patient from the time the device was turned off to the day of the explant. There was no infection noted.

Manufacturer narrative:
Mml reference (B)(4). Other device explanted: model: 5100 descriptions: reactiv8 implantable pulse generator (ipg) serial number: (B)(6) UDI: (B)(4) model: 8145 descriptions: percutaneous stimulation lead serial number: (B)(6) UDI: (B)(4) the result of the tissue analysis was received and reviewed. The information was communicated in german and was directly translated into english. The findings indicated no periprosthetic infection was confirmed. There was no evidence of active, purulent-melting, or specific granulomatous inflammation, and there was no evidence of crystal deposits. The finding was primarily consistent with periprosthetic membranes with polyethylene abrasion and wear-induced. Mainstay medical limited requested a copy of the procedure summary but was unsuccessful due to the patient's privacy.

Event description:
The patient was reported to be unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all four electrodes of the left lead had an out-of-range/high-impedance failure. Unrelated to the reported problem, the patient expressed no changes in her back pain and requested an explanation. The clinical specialist turned off the implantable pulse generator (ipg), and the patient discontinued the therapy while waiting for the revision to be scheduled. At the explant procedure, it was observed that the left lead was broken inside the ipg pocket, and there was evidence of tissue reaction/ irritation from lead body wear around the ipg/lead pocket area. There was no report of adverse events or complaints of any symptom of irritation or pain by the patient from the time the device was turned off to the day of the explant. There was no infection noted.